Event description:
It was reported that a leak occurred. A pulse field ablation (pfa) procedure was performed using a 31 mm farawave catheter. Prior to the farawave entering the patient anatomy, a fluid leak was observed from the farawave catheter flush port. The catheter was exchanged for a new farawave catheter and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. (B)(6). Device analysis: upon receipt at a boston scientific (bsc) post market quality assurance laboratory, the farawave catheter was analyzed by a bsc quality investigator. The farawave catheter was visually, microscopically, and functionally examined. Visual inspection identified the catheter strain relief was partially detached from the luer. Microscopic inspection under ultraviolet light revealed there was separation between the strain relief and the luer. Based on analysis of the returned farawave catheter, the reported leak was confirmed.

Event description:
It was reported that a leak occurred. A pulse field ablation (pfa) procedure was performed using a 31mm farawave catheter. Prior to the farawave entering the patient anatomy, a fluid leak was observed from the farawave catheter flush port. The catheter was exchanged for a new farawave catheter and the procedure was completed. No patient complications were reported.